Event description:
Reported blood glucose results of "304 mg/dl" with a lifescan meter and "123 mg/dl" on a laboratory device, performed within 21-30 minutes of each other. Between the test there was no intervention that would be expected to change the blood glucose.